Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set. During treatment, a blood leakage was observed at the junction between the filter and the return line. There was no serious injury to the patient or medical intervention to preclude serious injury. Currently, no additional information was available.